Event description:
The report from the field indicated that there were five (5) complaints of pseudoaneurysms post sheath removal from the same hosp. All of the complaints involved different physicans and cath lab personnel. The report also stated the dilators of the sheaths were "rough." The products were clinically used. The products will not be returned for inspection. There also was no info available regarding event dates, pt info, site involved, or treatment of the pseudoaneurysms despite multiple attempts. The product is not available for eval and testing.